Event description:
It was reported that a pt underwent a parotidectomy on (B)(6) 2010. The nurse found that it was hard to stick the needle into the needle-counter when she counted the used needles after closing the wound site. The nurse checked the needle and found that the needle was broken at the tip. After that, the surgeon looked for the fragment around wound site with magnet, but it was not found. It was possible that the needle was overloaded and broken because, the surgeon grasped the needle's tip with tweezers.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.